Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 months after the dental implant was installed in intraoral region #6, it was verified its non- osseointegration. A 30 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii and bone graft was executed.